Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed information the patient gave to a customer care advocate (cca) and will send a follow up letter to the patient. In 2009, the patient/layperson complained that control solution results with her onetouch ultra2 meter and onetouch ultra test strips were high out of range. The patient was calling from her pharmacy. The cca resolved the alleged issue after the patient informed her that the control solution had been opened more than three months earlier. After purchasing and using new control while still on the phone, the product was in range. When the cca asked if the patient developed symptoms or was treated due to the alleged issue, the patient responded "yes." After obtaining out of control results a week earlier, the patient elected to stop testing. Two days after no tests were performed, the patient developed blurry vision, stating, "I may have been going a little higher because my eyes were blurry." The patient had continued taking her usual daily 1,000 mg metformin twice a day, two glypizide twice a day, and lantus insulin at night (amount not provided.) The patient implied she adjusts her medication but did not since she was not testing. The patient did not clarify which medication was adjusted. Although the patient reported seeing her doctor earlier the day of the call, no details were provided. Because the patient developed blurry vision, a symptom that can be associated with serious injury, after choosing not to test due to alleged out of range control solution results, the complaint is reported. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.